Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf82 and sf140 were due to super capacitor leak and contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed an error message (sf82) related to the alarm system. Visual inspection revealed dust within the device and super capacitor leak on the main circuit board. The main circuit board was replaced to address the issues. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.